Event description:
It was reported that during a video laparoscopic obesity procedure, the device locked out and partially stapled. A like device was used to complete the surgery. There was no adverse patient consequence.

Manufacturer narrative:
H6: firing mechanism damaged; evaluation summary: one device was returned in good visual condition and loaded with an unfired cartridge that was noted to be in good visual condition and with the lockout in the normal condition. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, the left shroud pinion axle support was damaged. Cartridge batch a5c92x.